Event description:
It was reported that during an unknown procedure, the surgeon was unable to get pneumo using the device. The device did not allow the co2 to flow into the patient. There were no patient consequences. Case completed with another device of the same product code.

Event description:
Caller states patient tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.